Event description:
It was reported that an asymptomatic patient presented to the ER. Review of the session records revealed noise on the right ventricular lead and the ICD post-shock. The patient received multiple inappropriate shocks. The physician elected to replace the lead and the device. The device was explained and the lead was capped. The patient was stable before and after the procedure.

Event description:
Correction: on (B)(6) 2018, the patient's right ventricular lead was capped and replaced and the patient's implantable cardioverter defibrillator was removed and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.